Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: there was "black foreign materials in the syringe."

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: there was "black foreign materials in the syringe."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged barrel. Bd was not able to identify a root cause for the indicated failure mode.